Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for lower back pain. It was reported that the pain in the lower back was not relieved. In the evening, the ins was hot, so patient could not sleep. The area around the ins was painful. No treatment was performed and issue was not resolved. MRI was scheduled for november 8th for the purpose of examination.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.